Event description:
Explanting physician reported rupture on an unknown side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/03/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on radius assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Explanting physician reported rupture on an unknown side. The status of the device is unknown.

Event description:
Healthcare professional reported, rupture on an unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture on an unknown side. The status of the device is unknown.